Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. This pacemaker was evaluated on 15 september 2021. Technical services reviewed device data and confirmed the power consumption had been gradually increasing and is higher than expected. The power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended. This pacemaker remains in-service at this time. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully replaced, and subsequently discarded at the healthcare facility. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. This pacemaker was evaluated on (B)(6) 2021. Technical services reviewed device data and confirmed the power consumption had been gradually increasing and is higher than expected. The power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended. This pacemaker remains in-service at this time. No adverse patient effects were reported.